Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au680 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified a very high sodium (na) result. The service documentation revealed that the fse dismantled ise line, checked the cans and the rise line of the mid, and performed hot water cleaning and drying of reference line. The fse replaced the damaged stirring motor shaft, and checked agitator x, y, and z alignments of mixing block and mixing bowl. The lines were primed to verify that no bubbles were present. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified a very high sodium (na) result. Therefore, the complaint event was confirmed.

Event description:
The complainant reported that the instrument rendered a very high sodium (na) result. There was no report of patient results released from the laboratory. No patient consequences or adverse patient effects were reported as a result of this event. No calibration data was supplied for this incident. The complaint device was available for evaluation.